Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was losing therapeutic effect. System troubleshoot was being conducted, and the physician was unable to draw from the catheter access port. A dye study was not preformed due to this issue, but and (B)(6) study was going to be conducted. Additional information has been requested, but was not available as of the date of this report.